Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they have been consistently having problems for the last 6-8 months charging their implant and have had several calls about this issue. Pt reported having a difficult time getting their implant to charge. Pt mentioned they've had the recharger plugged in for the 30-45 min and the controller was at 100% and went down to 60% but implant was still at red. Pt reported the recharging quality will go from good to excellent. Pt denied any falls or trauma and reported they charge their controller every night just fine. Pt reported they turn off their stimulation at night. Agent instructed the pt to inspect recharger cord and stated the cord where it goes into the paddle looks like it was pulled out a little bit. Pt did not elaborate on what they meant. Pt denied any visible physical damage. Pt confirmed that their paddle heats up sometimes and recharger moves inside controller port a little bit. The pt reported seeing rm05 code and batteries low replace controller batteries soon. Pt stated they usually reset controller to bypass messages. Pt mentioned they saw rm05 code couple days ago. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#: (B)(6), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure with the recharger antenna and a "poor recharge quality" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.